Event description:
It was reported that the pt presented with "z-syndrome". Approximately 1 month post implantation, the lens was repositioned. The lens was subsequently explanted and replaced with another model lens. Additional info has been requested, but no additional info has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.